Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the tower door 2 was failed and clicking. The field service engineer cleaned old grease and crimped connectors to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the bd pyxis medstation system that the tower door 2 was failed. The customer stated that this malfunction occurred while user trying to issue medication to the patient. There were no adverse events or injuries reported based on this incident.